Event description:
Hill-rom addressed a complaint on one of its excelcare bariatric bed frames alleging the CPR assembly was not working. A hill-rom service technician performed an investigation at the service center and found the CPR handle missing from the assembly. The technician ordered a new handle and installed it to return function to the CPR assembly. This repair was found after a retrospective review of open warehouse repairs and was processed as soon as it was reviewed and determined to be a reportable malfunction. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009, indicated in mdr1045510-2009-00021.

Manufacturer narrative:
Reference for code description.